Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a corroded battery tube, a corroded battery cap contact, a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming failed battery test every time the battery is changed. Blood glucose level the first time it happened was 438 mg/dl. The customer also reported that the display went blank for a while. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap may be damaged and the battery compartment is corroded. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.